Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following the implant, the device was interrogated while still in the operating room, and noise was observed on the egm. Ambient noise or electromagnetic interference (emi) was suspected. The device was interrogated once again in the recovery room, and the noise was no longer present. The device remains in use. No patient complications have been reported as a result of this event.